Event description:
On (B)(6) 2012, the patient contacted animas and stated that when he received his replacement pump, the pump would not recognize the cartridge during the load step. The patient stated that the pump dispensed all of the insulin out of the cartridge. The issue reportedly occurred twice. The pump reportedly would still not recognize the cartridge when customer support (cs) assisted the patient on loading the cartridge and performing the rewind step on the pump. This complaint is being reported as the patient stated that the pump did not recognize the cartridge during the load step and dispensed insulin.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Investigation revealed an open connection at the force sensor flex pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.